Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 reader would not turn on with the button pressed or with the test strips inserted. The reader failed to function as the screen was blank therefore, the customer was unable to obtain scans. The customer experienced a seizure and a loss of consciousness and was unable to self-treat. The paramedic was called and upon arrival, unspecified blood glucose was obtained and the customer was administered glucose via IV. No further information was reported. There was no report of death or permanent injury associated with this event.